Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced an event of infusion set fell off during use. The infusion set had been in use for 15-16 hours of insertion. Patient 's blood glucose level was noticed at time issue 9.2 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.